Event description:
Potential for injury associated with the cracked seat panels on frame of a model 98071 transfer bench. This event could lead to product instability and cause the chair to possibly reduce its designed weight-bearing capacity.